Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter as advanced for post dilatation. However, the device failed to cross the lesion, and when tried to inflate at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.